Event description:
A malfunction code was reported by the customer, who experienced at least three occurrences of the same issue with the pump. There was no adverse impact on the customer¿s blood glucose level. The customer was instructed to return the problematic pump using a pre-paid label, and technical support arranged for a replacement pump to be shipped. The customer was advised to continue using the current pump as a backup therapy to ensure uninterrupted insulin delivery.